Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: *it is unclear whether this is a single case, and it is currently confirming in what circumstances the suture was broken 3 times in a row. * please confirm if 3 cases of suture breakage occurred during the same patient/procedure? =>unk, sales rep is checking the details. * if other, how many devices demonstrated the alleged deficiency on each involved patient event? =>unk, sales rep is checking the details. * when did the sutures break (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? =>unk. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Investigation summary: the product was returned to ethicon for evaluation. One open box with six representative unopened samples were received for analysis. Product code 662. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported by a sales rep that a patient underwent an unknown procedure on an unknown date and suture was used. The suture was broken in the case. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.